Manufacturer narrative:
(B)(4).

Event description:
The recipient reportedly experienced skin flap breakdown. The recipient's device was explanted.

Manufacturer narrative:
The recipient reportedly received no medical intervention. The recipient's skin has healed. The external visual inspection revealed cut silastic overmold along the electrode lead prior to receipt. This is believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock was verified. The device passed the electrical and mechanical tests performed. This device was explanted for medical reasons. The device passed the tests performed. This is the final report.

Manufacturer narrative:
The recipient was reportedly treated for skin flap breakdown.